Manufacturer narrative:
Submit date: 10/22/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the patient's kub was normal after performing smap (B)(6) 2014. On (B)(6) 2015 there was a need for hemodialysis, and the radiology staff found that part of the tube was indiscernible, and after further analysis the surgeon suspected the unit broke inside the patient, which was later confirmed.

Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Since the sample was not returned, there is not enough evidence to determine what could cause of the low pressure. Based on pfmea, this is a potential failure mode if the following possible causes for the failure split catheter are present: user misuse, malfunction, incoming inspection not performed, in process inspection not performed and/or defective material. With the available information it is not possible to confirm an exact root cause for this issue. Corrective actions were not required. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.